Event description:
N/a.

Event description:
It was reported that during check before use, the cs100 intra-aortic balloon pump (iabp) display screen was making a noise. There was no patient involvement.

Manufacturer narrative:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) display screen was making a noise. A getinge authorized dealer field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse resolved the issue by opening the screen to check the cable and related wiring, rearranged the signal transmission cable of the circuit board, and confirmed that the cable was installed properly and not being crushed by the outer cover. The fse powered the screen on and verified that the screen was working properly. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).